Manufacturer narrative:
Mastitis is an inflammation of the breast tissue. Mastitis can occur following clogged mammary ducts being left untreated or as a secondary effect caused by bacteria. Use of breast pumps is not known to cause or contribute to this event. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis. October 15, 2019. Device was requested from the consumer for analysis. Product was not returned by the consumer. Mastitis is a complication of a side effect; the use of a breast pump is not known to cause or contribute to this event. Best practices in breastfeeding such as changing the position during the use of the device or using a larger massage cushion can help preventing pain and injuries on the breast.

Event description:
The consumer stated that they find the flanges on the breast pump to be too small. She claimed that this impacts her pumping and affects her nipples. The consumer used both the 19.5mm and 25mm cushion and found both to be too small. Due to the flanges being so small the consumer claims to have developed mastitis.

Manufacturer narrative:
Mastitis is an inflammation of the breast tissue. Mastitis can occur following clogged mammary ducts being left untreated or as a secondary effect caused by bacteria. Use of breast pumps is not known to cause or contribute to this event. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis.

Event description:
The consumer stated that they find the flanges on the breast pump to be too small. She claimed that this impacts her pumping and affects her nipples. The consumer used both the 19.5mm and 25mm cushion and found both to be too small. Due to the flanges being so small the consumer claims to have developed mastitis.